Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for high temperature. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor and thermistor were replaced to address the issue. The blower motor and thermistor were evaluated by the manufacturer's product investigation laboratory (pil) and found the blower motor and thermistor functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for high temperature. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's blower motor and thermistor were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator alarmed for high temperature. There was no harm or injury reported. The device has returned to the manufacturer for evaluation, but is not yet complete. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.